Manufacturer narrative:
Review of device memory identified an error. The error resulted in software resets performed in an attempt to correct an identified memory inconsistency. The cause of the memory inconsistency was not able to be determined through laboratory testing but was likely the result of exposure to environmental radiation. As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Event description:
It was reported that this patient was receiving radiation treatments due to breast cancer. The device was emitting tones and difficulty interrogating the device was experienced. A message was displayed with information that the device was in a mode that was not expected. Magnet application allowed the device to be in a state where it recognized telemetry. After multiple attempts to connect to the device, communication was eventually successful. A review of the log files did indicate the device was offline for four days and therapy was unavailable at this time. A firmware update was completed and the device was reset back into functional state. Programmed parameters were checked and all were as they were prior to the observed message. A boston scientific technical services consultant provided recommendations to minimize radiation exposure for this device.

Manufacturer narrative:
As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Event description:
It was reported that this patient was receiving radiation treatments due to breast cancer. The device was emitting tones and difficulty interrogating the device was experienced. A message was displayed with information that the device was in a mode that was not expected. Magnet application allowed the device to be in a state where it recognized telemetry. After multiple attempts to connect to the device, communication was eventually successful. A review of the log files did indicate the device was offline for four days and therapy was unavailable at this time. A firmware update was completed and the device was reset back into functional state. Programmed parameters were checked and all were as they were prior to the observed message. A boston scientific technical services consultant provided recommendations to minimize radiation exposure for this device.